Manufacturer narrative:
The reported lot number, 1ml052601, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced pain and dyspareunia. All other information is unknown.